Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. While troubleshooting, the operator removed 30cc of blood with no air observed. Due to the amount of time troubleshooting and a concern of clotting, rinseback of the pt's blood was not performed resulting in an estimated combined blood loss of 240cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not perform rinseback in a timely manner following an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting air alarms and instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Nxstage requested return of both the cartridge and cycler, however, the cartridge was inadvertently disposed of. Review of the log files confirmed the alarms reported, however, the alarms could not be replicated during testing of the returned cycler. Inspection did determine that the venous air sensor was loose in the housing which most likely caused an intermittent signal which triggered the venous air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.